Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, and it was confirmed that there was a crack in the pump and right cylinder connecting tube, therefore the pump was replaced. The cause of the pump and cylinder connecting tube crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, and it was confirmed that there was a crack in the pump and right cylinder connecting tube, therefore the pump was replaced. The cause of the pump and cylinder connecting tube crack was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, examined using a microscope, and functionally tested. The tubing has been cut down to the pump block and it was not returned for analysis. No leaks were found. The pump did not pass the inflation and activation test. The product analysis was unable to confirm the reported event related to hole/perforated but was able to confirm pump issue.